Event description:
Ninety degree huber needle extension severed. Cause unknown. Pt's needle/tubing changed two days prior. Flushed without difficulty. Pt noticed dressing was wet. Spouse was going to change dressing and tape and noticed tubing was severed. Pt clamped the end of the tubing and came in to clinic.